Event description:
Three days after the implant of a pacel bipolar pacing cath the physician was extracting the device in preparation for implanting a permanent pacemaker. The patient developed a pericardial effusion. The patient was transferred to another hospital where a pericardiocentesis was done to drain 600cc of fluid. Surgery was performed to close the perforation and implant the pacemaker. The patient was stable.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The IFU states that cardiac perforation, cardiac tamponade and damage to vessels/valve structures are possible complications that may occur when using the product.